Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: v032996); product type: 0200-lead; implant date (B)(6)2007; brand name ; product ID 7482a51 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2007; brand name ; product ID 7482a51 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2007; brand name activa; product ID 3387s-40 (lot: v032543); product type: 0200-lead; implant date (B)(6) 2007; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) reporting the impedances were off at contacts 2 (left vim monopolar 179 ohms) and 5 (right vim monopolar 222 ohms). Impedance issue was a known issue per son's report. The impedance issue was not resolved. No patient symptoms or further complications were reported as a result of this event.  See (B)(4) for report of recharging issue.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the impedance issue wasn¿t determined, but according to the consumer,was a ¿known issue,¿ but therapy wasn¿t impacted. Troubleshooting included running impedances at a higher power, but the issue remained unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.